Event description:
The disposable loading unit was used with a stainless steel instrument during a lobectomy. Reportedly, the instrument was fired, however no staples were placed. The surgeon used another instrument to achieve hemostasis and resected an inch of the lung lobe.

Manufacturer narrative:
1/14/97- supplemental report #1 sent to FDA. The device has not been returned to the MFR for eval.